Event description:
The customer's father reported that the pod got hooked on the customer's pants and popped off. The customer was vomiting and was taken by ambulance to the hosp. The customer was treated with insulin and fluids. The pod was discarded at the hosp.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.